Event description:
I ordered new covid tests after receiving an email and observing that our existing tests expired in 2022. I received ohc covid -19 tests shb0101-yb03-054af the package says that the tests expired on 2/2/2024. But I was told to look for an updated expiration date--the new date is 2/2/2025--three months from now. That suggests that I'll have to re-order tests no later than 1/2/2025 (a month before the current tests expire) --I shouldn't have to reorder tests that often. Based on the updated expiration date, these tests are obviously capable of working for more than a year (I'm assuming they were manufactured no later than 2/2/2023, although I suspect it was in 2020 or 2021. This constitutes waste (expense) for the united states including costs of processing requests and mailing and for my time.